Event description:
The complainant reported the patient was on impella 5.5 support and they had a deep vein thrombus on their right leg. Heparin was started and the staff monitored. Additionally, the purge system was blocked and there were high purge pressure alarms. Staff checked the cords and replaced the purge cassette to no avail. Tissue plasma activator was added to the purge, the alarm was disabled and the staff monitored. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
The investigation for the high purge pressure (hpp) and the thrombus has been completed. Product was not returned for investigation. The clinical mentions that tissue plasminogen activator (tpa) was started but the result of that is unknown since the pump was explanted soon after. Data logs were returned and a gradual rise in purge pressure over the span of 40 minutes was observed. After an hour of constant hpp, p-level was changed but was not helpful to resolve the failure. Logs also show that high purge pressure was never resolved. After the rise in hpp flows were slightly saturated which is a known cascading event that can occur with biomaterial. Therefore, the root cause of the high purge pressure issue was most likely biomaterial. Without additional clinical details, the root cause of the thrombus could not be determined.